Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso, coolflow pump. Other company¿s devices were used during this study: navx system ((st. Jude medical, inc, (B)(4)). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. Only 1 serious complication was observed in the entire study population. In 1 group b patient (group b - a standard pvi was performed with the patient either in spontaneous or induced af), pericardial tamponade occurred during electrogram-guided ablation that was successfully treated by percutaneous pericardiocentesis. The patient recovered uneventfully and was discharged as scheduled 2 days after the procedure. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "arrhythmia termination versus elimination of dormant pulmonary vein conduction as a procedural end point of catheter ablation for paroxysmal atrial fibrillation a prospective randomized trial." The purpose of this study was to evaluate the efficacy of 2 different procedural strategies, elimination of dormant conduction versus elimination of inducible extra-pvi af sources, in terms of single-procedure 1-year arrhythmia-free outcome in patients with paroxysmal af. This prospective, randomized study comprised a total of 152 patients with symptomatic paroxysmal af refractory to at least 1 antiarrhythmic drug. The study patients were enrolled between january 2012 and january 2013. Suspected device is 3.5 mm irrigated-tip thermocool catheter; however, catalog and lot number are unknown. Concomitant products were used during this study: lasso, coolflow pump. Other company's devices were used during this study: navx system ((st. Jude medical, inc, (B)(4)). The awareness date for this complaint is 09/07/2016 because the article was reviewed on 09/07/2016